Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Leg positioner boot became detached from the metal spike. Surgical delay: = 15 minutes. Case type / application: tka

Manufacturer narrative:
Reported event: an event regarding damage (placement cone detached) involving a mako leg holder was reported. The event was confirmed based on inspection of the returned product. Method & results: product evaluation and results: visual inspection confirms the boot assembly silver peg has broken off. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock between with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event was confirmed based on inspection of the returned product. Visual inspection confirms the boot assembly silver peg has broken off. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Leg positioner boot became detached from the metal spike. Surgical delay: = 15 minutes. Case type / application: tka.